Event description:
Healthcare professional reported right side rupture deflation. Additionally a healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed on opening on plug strap bond edge assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed on the surface of the shell. Yellow particles observed on the surface of the shell. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, d.9, e.1, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side ¿rupture/deflation.¿ additionally a healthcare professional confirmed right side deflation and "any creases." Device has been explanted.